Manufacturer narrative:
Retainer ring = black customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a critical pump error (open book image) alarm. Functional testing to be performed/completed: the insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest/thus software download was utilized and successful. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm was recorded and found in the long trace file. Pump error 4 alarm on : (B)(6)2021 6:45:06 pm. Pump error 63 alarm on (B)(6)2021 6:42:42 pm and (B)(6)/2021 6:45:08 pm. Critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm was generated due to the rf chip initialization error, problem isolated on the electronic assembly. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: per r&d engineering, critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm was generated due to the rf chip initialization error, problem isolated on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
S.w version unknown. Retainer ring = black. Customer complaint: event date: march 25, 2021. The customer reported that the insulin pump had a critical pump error (open book image) alarm. Functional testing to be performed/completed: the insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest/thus software download was utilized and successful. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm was recorded and found in the long trace file. Pump error 4 alarm on : 3/25/2021 6:45:06 pm. Pump error 63 alarm on 3/25/2021 6:42:42 pm and 3/25/2021 6:45:08 pm. Critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm was generated due to the rf chip initialization error, problem isolated on the electronic assembly. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Pump error 63 alarm was found in the traces, however no variable was found in the history file. Failure analysis summary: per r&d engineering, critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm was generated due to the rf chip initialization error, problem isolated on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error alarm. There was red cross mentioned by the customer. Customer also reported error which was displayed on the screen before open book error image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.